Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm the footpedal not working properly. While on site, the fss reviewed the error logs and found a 2011 error getting version strings from ih. The fss tested and checked the footpedal operation and found no issues with the footpedal accessory. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: the initial description of the event had stated there was an hour and 30 minute delay to complete the procedure. Follow up information was received to clarify the surgery center was able to restart the unit and complete the procedure successfully. There was no significant delay time to complete the procedure. Clarification of the initial report of the delay time reported was to bring a footpedal accessory from another site to use for other schedule cases. There was no consequence to additional patients due to procedures had not commenced. The significant delay time was an inconvenience. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure the clinic reported the footpedal did not respond properly and was intermittent. The surgery center attempted to re-start the system and re-connect the footpedal cable but was not successful. The surgery center reported an hour and 30 minute delay to complete the procedure. No patient injury was reported.